Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured in a manner consistent with screw installation. The cause cannot be determined since the mating torque limiting handle which was used in conjunction with this driver was not returned for evaluation.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver broke off while tightening a blocker during surgery. The procedure was completed using an alternative driver. There were no patient impacts reported as a result of this event.